Event description:
It was reported that three days after pacer insertion, the patient had a reaction-bright red rash across her chest with the left greater than the right. Complained of itching and burning. A pacemaker drape was used. No patient injuries, infections or complications were reported.